Event description:
I had diabetes. I had a gastric bypass and it went away. I got dentures approx 4 years ago and have only used fixodent since. I started to begin losing feeling in my feet and lower legs and didn't know why. Now I'm up to 1800 mg of neurontin a day. Dose or amount: denture cream.